Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked near the display window corners, cracked reservoir tube lip, and cracked on battery tube threads.

Event description:
The customer reported that the insulin pump alarmed during the manual prime. Advised the caller to revert to back up plan. No further information was provided.